Event description:
Per the clinic, the patient experienced a device extrusion and an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported) and steroids perioperatively. However, this did not alleviate the problem resulting in a decision to explant the device. The patient was placed under general anesthesia to explant the device on (B)(6) 2023.

Event description:
The previous or initial MDR submitted on october 06, 2023 was filed inadvertently. No steroids was administered as previously reported.